Manufacturer narrative:
Field service tech removed and replaced the power cord. The unit passed all safety tests and was returned to service.

Event description:
The field service tech reported that the neptune rover's power cord had exposed wires and the plug was melted. There were no adverse consequences reported.